Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# 5068910 that stent dislodgment occurred. The target lesion was located in a coronary artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent came off the balloon without inflating the balloon. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the two stents were used in different patients. The patient who had a 2.25 x 16mm synergy stent dislodged in the left main coronary artery (lmca) eventually had a non-st elevation myocardial infarction (nstemi) and it was treated medically. The other patient who had a 2.25 x 38mm synergy stent dislodged was fine.

Manufacturer narrative:
Describe event or problem, if implanted, give date, complainant name, complainant address, address line 2, complainant city, complainant state / prov,: updated. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05638. It was further reported that a synergy¿ stent dislodged in the left main coronary artery (lmca) and was embedded in the vessel wall with another stent. Another synergy¿ stent dislodged during the same procedure. A balloon catheter was advanced inside of the synergy¿ stent and inflated to expand the stent normally. The procedure was then completed. No further patient complications or short term medical issues were reported.